Event description:
It was reported that the balloon ruptured at 8 atmospheres while being used for pre-dilatation in the moderately tortuous, mid right coronary artery. Resistance was felt during advancement and retraction of the device from the patient anatomy; however, no patient adverse effects or clinically significant delay in the procedure was reported. A new device was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support and is typically not associated with a product quality deficiency. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). The voyager nc catheter was not returned for analysis which may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately tortuous which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion as resistance was encountered during advancement, such that the balloon ruptured during inflation at 8 atmospheres, which is below the rbp, further contributing to resistance during retraction. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc catheter found contrast visible in the inflation lumen, as well as blood and contrast on the loosely-folded balloon, which is consistent with the reported use of the device. A new indeflator was used in attempt to pressurize the catheter and the analysis revealed a pinhole in the balloon over the distal marker, confirming the reported complaint. The balloon was still able to be fully deflated to measure the 2/3 balloon profile, which met manufacturing criteria. The tip length was also measured and within specification. The scanning electron microscopy (sem) lab analysis revealed a longitudinal leak at the edge of a fold with mechanical damage at and adjacent to the leak. The sem report determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices or the tortuous and calcified lesion as resistance was encountered during advancement, such that the balloon ruptured upon inflation attempt and thereby contributed to the reported resistance upon removal. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the lot history record revealed no associated nonconforming material records for the lot. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. In summary, based on this investigation, there is no evidence to suggest any indication of a potential product quality deficiency.